Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead returned for analysis. It was reported by the patient that at a scheduled appointment, the dr. Determined that the lead broke. The patient reported pain and suffering. The lead was explanted and replaced. The lead was returned with a report of elevated impedance and fracture. Additional information subsequently received reported bipolar lead fracture and problems with the unipolar ventricular lead. It was noted the patient tolerated the replacement procedure very well without any complications. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Device breakage; impedance, high, lead(s), fracture of.

Event description:
It was reported by the patient that at a scheduled appointment, the dr. Determined that the lead broke. The patient reported pain and suffering. The lead was explanted and replaced. The lead was returned with a report of elevated impedance and fracture. Additional information subsequently received reported bipolar lead fracture and problems with the unipolar ventricular lead. It was noted the patient tolerated the replacement procedure very well without any complications.